Event description:
It was reported that alarms are not displayed. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
E.1. Reporting institution phone #: (B)(6). The reported issue describes a situation where the review application does not display retrospective data (e.g., ECG curves, alarms, and other historical physiological information). Instead, the review application indicates that local physiologic storage is being used. At the same time, no yellow banner is displayed in pic ix to indicate a connectivity issue with the physiologic servers. Initial investigation of the pic ix system configuration showed that the physio data storage service was not running. Following a restart/reboot of the system services, the service returned to an operational state. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.